Event description:
It was reported that during the preparation for a percutaneous coronary intervention (pci) procedure, the balloon ruptured. During the preparation for a pci treatment procedure, upon the first inflation when the pressure was increased to 1 or 2 atmosphere's, the sterling balloon ruptured while outside of the pt. The procedure was completed with another sterling balloon catheter. There were no pt complications and the pt's condition was listed as "good."

Manufacturer narrative:
Eighteen years or older. Device is expected but has not been returned. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).